Event description:
It was reported that the patient died. The patient presented with an interior wall myocardial infarction and poor left ventricular function. The target lesion was located in the left anterior descending artery (lad). A 2.25 x 28 mm promus premier select and 2.75 x 48 synergy were deployed during percutaneous transluminal coronary angioplasty (ptca). After deployment of the stent, the physician noted slow flow, the patient went into severe cardiac arrest, intubation occurred, but the patient ultimately died.